Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off during use event on 26-may-2024. The infusion sets had been used maybe for 2 days. The blood glucose level was 20 mmol/l at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.